Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was not returned, however, performance data collected from the device was analyzed and revealed that on (B)(6) 2011 10:06:58 the device recorded a patient alert for a power on reset (por). Por for write to locked ram, addr=0f3b, data=0, on (B)(6) 2011 11:06:58.

Event description:
It was reported that the patient alert sounded due to a power-on-reset of the device. The device was reset and remains in use. No patient complications have been reported as a result of this event.